Manufacturer narrative:
The investigation confirmed that multiple, reproducible, unexpected (B)(6) vitros (B)(6) quality control results were obtained from a non-ocd qc fluid while using the vitros 5600 system. The results were isolated to one of two vitros 5600 systems. The investigation determined that an unidentified instrument issue is the most likely cause. The investigation is ongoing.

Event description:
The customer obtained multiple, reproducible, unexpected (B)(6) , vitros (B)(6) quality control results while using the vitros 5600 system. The following results were obtained: qc fluid biorad results = (B)(6) vs. An expected result < (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected using patient samples. No patient samples were run for vitros anti-hbc during the time frame of the event. There was no report of harm to patients as a result of this event. (B)(4).